Event description:
Customer reported to horiba medical (horiba) that the abx pentra xl80 hematology analyzer (pentra xl80) was reporting low hgb, rbc, and plt erroneous pt results. The customer then reran the questionable erroneous pt results due to an instrument x/b flag. A horiba medical field service rep (fsr) was dispatched to determine if the instrument was malfunctioning. The fsr was not able to reproduce the problem. The fsr verified the instrument was not functioning and performed general maintenance and precautionary work on the unit. On (B)(6) 2013, a complaint specialist spoke to the customer and the customer stated that there were a lot of pt samples involved. Customer was able to re-run some of the samples, but the rest were already reported out to the physicians. Customer also stated that they implemented a laboratory corrective action for the samples reported. On (B)(6) 2013, technical support spoke with the customer and verified that the hgb and hct parameters were the 2 parameters that were affected and recovered low. Customer stated that there were no known pts treated or that their treatment changed as a result of the erroneous results.